Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Impella cp was returned for evaluation. Upon visual inspection, complete separation between top of filter and purge reservoir. White discoloration and cracking present. Data logs were reviewed and a sudden drop in purge pressure with a spike then drop in purge flow to 0 at time of reported issue. Purge metrics remain at 0 for reminder of case. Clinical details noted that the purge sidearm disconnect from the chamber on day 3 of support. No additional details provided when purge filter became disconnected. The root cause of the purge leak - pump was due to damage at the joint reservoir to filter based on returned product analysis. D9 device returned to manufacturer date added e4 should have been left blank on the initial manufacturer device report number 1220648-2025-28871 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the purge side arm of the implanted pump was found to be damaged during patient support. The pump was subsequently replaced in response to the noted damage. The patient survived the procedure.